Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. During evaluation of the device, no error message was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: an increase in tissue on the electrode. Increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable. Increased transfer resistance due to defective contacts on the working element or the connection cable. The instrument is in a gas bubble at activation. Increased contact resistance due to defective contacts on the universal socket, for example: due to corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the olympus electrosurgical generator esg-400 had dropped out during an unknown procedure and an e006 (insufficient conductivity) error code occurred with seral connection sets. The procedure had to be aborted. The connection sets were tested with another electrosurgical generator esg-400 afterwards and worked without problems. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.